Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab central lumen occluded is not able to be confirmed. If the product is returned at a later date, a full investigation of the sample will be completed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the rn stated the central lumen arterial line on the intra-aortic balloon (iab) looked "wonky". The rn was able to flush the central lumen and zero and the waveform improved slightly. The rn called a second time stating that the pressures were reading 145/145 from the central lumen. As a result, an alternate arterial line will be inserted. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported by the clinical support specialist (css) that the rn stated the central lumen arterial line on the intra-aortic balloon (iab) looked "wonky". The rn was able to flush the central lumen and zero and the waveform improved slightly. The rn called a second time stating that the pressures were reading 145/145 from the central lumen. As a result, an alternate arterial line will be inserted. There was no report of delay in therapy. There was no report of patient complications, serious injury or death.